Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, universal surgical manipulator (usm) 1 was unable to detect a valid cannula. An isi technical support engineer (tse) instructed the customer to reseat the sterile adapter (sa) and engage the cannula. The customer stated that usm1 detected an invalid cannula. The tse asked to use another cannula and sa, still the issue persisted. The customer power cycled the system using the emergency power off (epo), still the issue continued. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm1 to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm1 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the prostatectomy with lymphadenectomy procedure was performed on the reported event date (B)(6)2022 on system sk0202. This complaint is reportable malfunction event based on the following conclusion: it was alleged that universal surgical manipulator (usm) 1 was unable to detect a valid cannula. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. However, the error logs/system logs showed that there were various errors 1169 on the axes controller spar cannula (acsc) cannula switch. The usm was checked for fluid intrusion and there was a complete inspection of the cannula, cam block, and sensor diode with no issues found. The usm was tested on an in house system and passed normal mode. The usm went through more testing on a psc fixture test platform (pftp) and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.

Event description:
Refer to h10/h11 for follow-up information.